Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. Evaluation summary: it was caused due to an excessive force applied on the ccd cable during angulation.

Event description:
Image disturbance during angulation. This event occurred at the time of during inspection. There was no report of patient harm.